Event description:
It was reported that the patient experienced blood glucose levels in the 500's mg/dl and diabetic ketoacidosis. The patient was treated with an insulin drip at the hospital. The nurse found that there was blood clotting in the infusion set. The patient had been using the same infusion set for six days. The patient discontinued use of the infusion device for 24 hours while in the hospital. When she resumed using the device she had no further problems. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.